Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, an alert was noted for eri. Technical services indicated the programmer overestimated the longevity of the device and indicated the device was at eri; however, there was no indication of premature battery depletion. The patient was scheduled for generator replacement due to normal eri. The patient was stable.